Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue. The reporter stated that the battery cap just comes off in the middle of the night. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged power issue was duplicated. Review of black box data found the current date range did not cover the complaint date due to continued customer use. Multiple power on reset events were observed in the current date range. The battery compartment was found to have cracked in the threads area and below the grip pad. The returned battery cap had stripped threads and was unable to secure properly onto the pump. Pump was unable to maintain electrical connections due to the damaged cap and compartment. A test battery cap was able to maintain electrical connections and power up the pump. Pump casing was opened and no evidence of moisture or loose components was found inside the pump.